Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had insufficient/low power, a hole in the hose, and the vanes were worn. It was further determined that the device failed pretest for check rotational speed. Therefore, the reported condition that the device had low power was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during service and repair pretesting, the handpiece device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.